Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Event date subsequent follow-up with the customer, additional information was received. It was reported that the tip of the needle was broken off during the case. It was further reported by the reporter that they were not sure where the fragments are. It was reported that the surgeon irrigated well and closed. It was reported that most likely the fragment was retained by the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = according to the information provided, it was reported that during a rotator cuff repair the expressew iii needle broke. The rep stated that the surgeon has been known to struggle with the device in the past. It appeared that the surgeon fired the needle into the acromium multiple times and fired the needle twice while the devices jaws were open. The surgeon denied this and said he was turning his hand every time. Once the needle broke of the shoulder was heavily irrigated and the procedure was completed with a free needle to pass the stitches. No patient consequences or surgical delay reported. The device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. Regarding the information provided, the root cause could be attributed to repeatedly passing the needle through excess tissue any usage beyond this would cause the needle to fatigue and then break. Also, it could be related when deploy the needle and the jaws are open which cause a damage in the needle. A manufacturing record evaluation was performed for the finished device [56429] number, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the expressew iii needle device broke. According to the report, it appeared that the surgeon fired the needle into the acromium multiple times and also fired the needle twice while the devices jaws were open. It was reported that the surgeon denied this; and said he was turning his hand every time. It was reported that once the needle broke off, the shoulder was heavily irrigated and the procedure was completed with a free needle to pass the stitches. No patient consequences or surgical delay reported. No additional information was provided.